Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a ext set 0.2 micron filter ss dehp free leaked during use. The following was reported by the initial reporter: "bd smartsite extention set 0.2 micron low protein binding filter leaking at attachment site."

Event description:
It was reported that a ext set 0.2 micron filter ss dehp free leaked during use. The following was reported by the initial reporter: "bd smartsite extention set 0.2 micron low protein binding filter leaking at attachment site."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-17. H6: investigation summary : the customer returned 7 unused 20027e samples with the complaint of leakage. Each set was tested with saline solution primed and infused then subjected to a higher pressure infusion using a syringe. The sets were all daisy chained and a pressure which was higher than that which would be used in a clinical setting was applied using the syringe. No leak was created or noticed. This complaint of leakage could not be verified and the root cause remains unknown. A device history record review for model 20027e lot number 20129529 was performed. The search showed that a total of 17,603 units in 1 lot number was built on 03dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.